Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine pacemaker change out procedure, difficulty removing this lead from the header was encountered. Force was used to pull the lead out. Damage was noted to the terminal end of the lead but the lead was able to be reused. There were no adverse patient effects reported. The lead remains in service. There were no adverse patient effects.